Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the rubber sleeve coming off the non-patient (np) cannula with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer samples, the customer¿s indicated failure mode for the rubber sleeve coming off the np cannula with the incident lot was observed. Based on the investigation, a root cause could not be determined. However, it was indicated that the customer was using the (B)(6) terumo tube with the bd blood transfer device (btd) during the incident. The terumo tube has not been tested for performance with the btd and therefore, incompatibility issues may occur due to the design of the foil closure of the terumo tube which is comprised of a centralize small hard septum surrounded by a stiff thin foil closure.

Event description:
It was reported with the use of the bd vacutainer blood transfer device with luer adapter there was an issue with rubber sleeve fall off.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd vacutainer® blood transfer device with luer adapter there was an issue with rubber sleeve fall off.